Event description:
It was reported that prior to starting a da vinci si surgical procedure the mega needle driver instrument was allegedly not recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering placed the instrument on an in-house system for recognition; the system successfully recognized the instrument on multiple attempts. The pogo pins were not stuck or contaminated. Engineering also found a derailed grip cable. The grip cable was derailed at the wrist. The grips still fully opened and closed but the movement and functionality may not be as precise. The derailed grip cable became frayed as well. The frayed segments were various in lengths. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.